Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was an alleged intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device analysis: the device was returned and investigation by product analysis completed 24-apr-2019 with the following findings: review of the pump alarm history revealed call service alarm 064 on the date of the alleged power issue. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. The pump powered on with a call service 078-0008 alarm occurring during the rewind step of the investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation with moisture ingress into the pump at the site of the crack. Due to the moisture damage and the call service alarm issue, investigation of the intermittent power issue was no able to be completed; the pump was received in a condition which prevented investigation of the alleged power issue.